Manufacturer narrative:
(B)(4). Date sent: 7/20/2016. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what type of procedure was the device used in?--unknown. Can you please clarify what was meant by, the device didn't work; even with manual. Override?--believe from surgeon description that the battery appeared to be dead. Was the device locked on tissue with the jaws closed?¿not that I am aware of. If yes, how was the device removed? Did the jaws eventually open?¿don¿t know. What color cartridge was being used? ¿not aware of cartridge color. On which firing did this event occur (1st, 2nd, 12th, etc.)? --don¿t know.

Event description:
It was reported that during an unknown procedure, the device didn't work; even with manual override. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) date sent: 11/4/2016. Batch # (B)(4). The analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.